Manufacturer narrative:
Based on the information provided at this time, no definitive conclusions can be made. Recurrence is a known inherent risk of the procedure and is listed in the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. Note: the catalog and lot number listed on the maude event report are valid for a bard/davol perfix light plug. However the complainant alleges that the device used for the repair was the fully resorbable mesh product "phasix plug and patch." Therefore this report will reflect the phasix plug and patch and not the perfix light plug and patch which is not a fully resorbable device. In follow up the customer contact was unable to provide the product code and lot number of the bard/davol phasix plug and patch. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol via maude event report (mw5059223). "Md used fully resorbable mesh product "phasix plug and patch" which is touted to support the repair site 12-18 mos. Post implant; procedure was inguinal hernia repair. Pt will need second surgery." Addendum per follow up with customer contact: patient underwent an inguinal hernia repair with use of a bard/davol phasix plug and patch. (B)(6) 2015 - patient underwent repair of a left recurrent direct inguinal hernia. During this procedure it is noted that the onlay portion of the phasix plug and patch was mostly resorbed and the plug portion was not. As reported the bard device was left in place and a non bard/davol device was placed over the bard device. Scarring from the previous surgery was also noted. (B)(6) 2015 - post operative visit the patient had complaints of increased post operative pain at the surgical site, the exam noted no bulge, fever or chills and there is satisfactory healing at this time. (B)(6) 2016 - patient underwent laparoscopic repair of a recurrent left inguinal hernia confirmed by CT scan. During this procedure a bard 3dmax mesh was used and placed over the previous mesh. (B)(6) 2016 - post operative visit patient reports only occasional pain at the surgical site. No signs of infection or recurrence. Patient is healing satisfactorily.